Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the surgeon heard a cracking and popping at the handle like it was going to break. Had to remove one clip which caused a tear in the vessel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one clip applier. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted that the proximal tube shaft was bent. Functional testing found the instrument to cycle without binding. Clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media despite the observed shaft deformation. In addition; no unusual sound was detected during the functional evaluation. Replication of the bent shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.